Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent, undefined alarms occurred. There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer reverted to an alternate method of insulin therapy.